Manufacturer narrative:
An investigation of the device manufacturing records was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. The received cycler was turned on and showed the display was dark. An internal inspection of the cycler showed that the inverter board on the front panel assembly was heat damaged. The faulty inverter board was replaced. There were no other discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient reported the cycler¿s screen went blank during the previous therapy but the cycler continued to function. The screen remained blank but the patient was able to complete the treatment as the cycler functioned. The patient stated the screen remained blank and the keypads were not lighting up when they tried to turn on the cycler for the next treatment. The patient did not have or experience any complications as a result of the alleged event. No treatments were missed. During evaluation the display inverter board showed thermal damage.